Event description:
It was reported that this pacemaker system exhibited a decrease in sensing amplitude as well as loss of capture (loc) on the right atrial (ra) lead channel. Further in office review of the system was planned. No adverse patient effects were reported. This system remains in service.